Event description:
Negative pressure wound therapy pump failure, resulting in a potential interruption in pt's therapy. This nursing facility decided to utilize another pump and company to avoid the break in pt's therapy. Pump passed operation test prior to shipment to facility. Pump malfunction: pump failed to power on despite operation attempts on battery and also while plugged into outlet. Pump failure confirmed upon receipt back to company.